Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon tried to clip small bleeders on a staple line. Multiple clips scissored upon deployment without noticeable torque on the device. A second device of the same lot number was opened and the same event occurred. The surgeon then oversewed the staple line keeping the patient under anesthesia for an extra ten minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did surgeon use ethicon stapler to staple tissue on sleeve gastrectomy procedure? If this was an ethicon stapler, please provide the product code of the stapler used, which firing of device the bleeders occurred on, and which reload was used when bleeders occurred. If our ethicon stapler/reload were used, are these items available to send back for analysis? Was oversewing staple line sufficient to control small bleeders during procedure? F/u response: yes it was an ethicon stapler. It was a ple60a. He used green loads without buttressing on the distal stomach, gold on the middle and blue near the ge junction. All without buttressing. There was oozing on just about every firing which is not unusual. The stapler and reloads are not available for return. The oversewing was sufficient to control the bleeders.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed twelve scissored clips. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿." No incident related to the reported event was observed during the batch record review.